Manufacturer narrative:
Based on the claim against the product by the customer noting burnt in the corner of the base metal on tan area, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the customer reported complaint was confirmed. Failure analysis found the primary finding of thermal damage to the instrument bipolar yaw and exposed electrode to be related to the customer reported complaint. The maryland bipolar forceps was found to have charring and localized melting at the grip base on the outside of the yaw pulley. The maryland bipolar forceps passed the electrical continuity test and was placed and driven on an in-house system. The maryland bipolar forceps moved intuitively in all directions. The grips opened and closed properly. The maryland bipolar forceps delivered energy on several attempts. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the maryland bipolar forceps exhibited signs indicative of thermal damage. Thermal damage is commonly attributed to insulation degradation and carbonized tissue creating a conductive path. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, that the maryland bipolar forceps was burnt in the corner of the base metal on the tan area. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.